Event description:
Baxter received a user report with the following event description: ¿the patient's liko silhouette sling is damaged, the edge band has come off the mesh fabric, and it presents a large hole on its right side. The patient has suffered a fracture in his left foot at some point during the period when the sling was noticed to be damaged. The customer stated that it cannot be ruled out that the events are related, but it cannot be confirmed either.¿

Manufacturer narrative:
During follow-up, the customer confirmed that the patient suffered a malleolar fracture. Details of eventual medical and/or surgical intervention required were requested but not provided. The customer clarified that the reported foot fracture occurred during the time they noticed the damage to the sling. Since they do not exactly know when this damage occurred, they cannot confirm that it caused the fractured foot. It was also noted that the sling had been used with different kind of lifts and could confirm any of them. The patient required the use of an overhead lift both at home and in daily activities as well as at bathhouses. The sling involved in this event has not been returned for inspection. Liko silhouettesling is a pliable sling which adapts to the body and the design aims to reduce the space needed in the wheelchair. It provides for a slightly reclined siting posture and supports the entire upper body, which is good for patients with reduced head and torso stability. The patient can hold the arms either outside or inside the sling. The head support is adjustable. Design and material make silhouettesling suitable for lifting to moulded seats, since the sling is usually left in the wheelchair after the lifting operation is completed. Silhouettesling can also be used in bathing and showering situations. In this event, it was reported that the patient suffered a malleolar fracture during the time a damage to the liko silhouette sling was observed, and the customer could not confirm nor exclude that the events are related. There were no reports from the customer of a fall or drop due to this noted damage. No details of the treatments required for the reported fracture were provided, however, it is reasonable to conclude that the patient likely received medical and/or surgical intervention to preclude permanent damage of a body structure and/or to preclude permanent impairment of a body function, concluding a serious injury occurred. Additionally, the exact cause of the reported event is unknown at this time. The sling involved in this event has not been returned for inspection. Any additional and relevant information received will be provided in a supplemental report.

Event description:
Baxter received a user report with the following event description: ¿the patient's liko silhouette sling is damaged, the edge band has come off the mesh fabric, and it presents a large hole on its right side. The patient has suffered a fracture in his left foot at some point during the period when the sling was noticed to be damaged. The customer stated that it cannot be ruled out that the events are related, but it cannot be confirmed either.¿

Manufacturer narrative:
The sling was returned to lulea site and was inspected. The sling was found to be in an overall good condition besides the binding seam damaged along the middle strap loop. The sling had a torn seam in the binding/edging at one middle strap loop. Both the 2-needle edging seams and the reinforcement seam were broken on the right side of the sling. The strap itself was intact and not unusually worn, the fabric was in good condition and not worn. Functional tests were carried out including performing a regular lift in accordance with the user manual which was found to be possible even with the damaged sling without detecting any safety concerns, the sling did not tear any further. The fault could not be recreated by lifting according to the instructions for use. The silhouette sling is different to most other liko slings, it has 6 connection points to the sling bar, instead of the normal 4 points. This sling has no handles or center webbings which means the sling can be turned inside out, lifting inside out does not cause any additional risk while lifting. The sling is commonly used with a tight wheelchair and may be left underneath the patient while the patient is sitting in the wheelchair. The used scenario when recreating the failure was lifting from a seated position in a wheelchair, as the wheelchair was tight, the middle loop may have been stuck to the wheelchair. It was concluded the issue occurred as a result of misuse, likely due to the middle sling loop not being connected to the sling bar ahead of starting the lift, as it likely has been stuck in the wheelchair or bed or other surrounding equipment. The lift would have began as a balanced, supporting lift when starting to lift, but when reaching the point where the middle loops¿ would start to rip it may have caused an unbalanced lifting position for the patient causing the patient to slowly slide out of the sling. G3 correction: the correct date of awareness was initially submitted as 12.19.2024; however, the correct date of awareness is 2.13.2025.

Manufacturer narrative:
The sling was returned to lulea site and was inspected. The sling was found to be in an overall good condition besides the binding seam damaged along the middle strap loop. The sling had a torn seam in the binding/edging at one middle strap loop. Both the 2-needle edging seams and the reinforcement seam were broken on the right side of the sling. The strap itself was intact and not unusually worn, the fabric was in good condition and not worn. Functional tests were carried out including performing a regular lift in accordance with the user manual which was found to be possible even with the damaged sling without detecting any safety concerns, the sling did not tear any further. The fault could not be recreated by lifting according to the instructions for use. The silhouette sling is different to most other liko slings, it has 6 connection points to the sling bar, instead of the normal 4 points. This sling has no handles or center webbings which means the sling can be turned inside out, lifting inside out does not cause any additional risk while lifting. The sling is commonly used with a tight wheelchair and may be left underneath the patient while the patient is sitting in the wheelchair. The used scenario when recreating the failure was lifting from a seated position in a wheelchair, as the wheelchair was tight, the middle loop may have been stuck to the wheelchair. It was concluded the issue occurred as a result of misuse, likely due to the middle sling loop not being connected to the sling bar ahead of starting the lift, as it likely has been stuck in the wheelchair or bed or other surrounding equipment. The lift would have began as a balanced, supporting lift when starting to lift, but when reaching the point where the middle loops¿ would start to rip it may have caused an unbalanced lifting position for the patient causing the patient to slowly slide out of the sling.

Event description:
Baxter received a user report with the following event description: ¿the patient's liko silhouette sling is damaged, the edge band has come off the mesh fabric, and it presents a large hole on its right side. The patient has suffered a fracture in his left foot at some point during the period when the sling was noticed to be damaged. The customer stated that it cannot be ruled out that the events are related, but it cannot be confirmed either.¿